Event description:
It was reported that a spectrum iq pump had a close door alarm during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'close door alarm' was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the broken hook switch on the upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.